Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that a cartridge alarm (alarm 9) occurred. Customer changed out the cartridge and the alarm did not reoccur. Customer's blood glucose was approximately 400 mg/dl.